Manufacturer narrative:
H6: a26 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had some issues with the device turning itself off. They wanted to know if it was a technical issue or a doctor issue. There had been four times where it had stopped working. Months ago there were two occasions where they could increase the therapy and it would take care of it but it would give them a headache that went away. This week twice within four days it completely went off and wouldn't solve their problems. They had to turn it off and on. They increased it and then it worked fine. It was kind of shortened out in a way. They did do one thing different this time. They had been taking a medication for a couple of years and they increased the dosage. It was an amphetamine. It seemed like a severe decrease of their resistance to it. Patient services asked if it was alarming that they were having return of symptoms. They said this week it was severe. It reminded them of what happened before the pacemaker in their bowels. Their entire muscle won't move. They tried to push through it. If they hadn't vacated their bladder enough they couldn't use their bowel. They were very tied together. They started taking the medication on wednesday ((B)(6) 2024), and the issue started on friday afternoon ((B)(6) 2024). Friday was a wash. By saturday ((B)(6) 2024) they were better. Then it happened again yesterday ((B)(6) 2024). They switched programs. The first time they didn't switch programs they were just creaky. They told agent that it worked again and then that would make them throw up. It was just a return to form, not that it brought anything else on. The patient was redirected to their healthcare provider to further address the issue.